Event description:
It was reported that the powered stapler near miss. The device fired ok, but the surgeon had difficulty removing the device. The anvil detached inside of the patient ¿ mis esophagectomy procedure. The anastomosis was fine but had to open patient to retrieve the anvil. The surgery was delayed but no time reported. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Only event year known: 2022. Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: patient is okay with no negative sequelae. Anvil was in thoracic/abdominal cavity and was easily retrieved once mis was converted to open thoracotomy. It was loose and not attached to any tissue. Additional information was requested, and the following was received: what were the indications for surgery? Uncertain. Procedure was a minimally invasive esophagectomy. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? No. How was it confirmed that the anvil was properly connected to the trocar? Audible click, device fired as per usual expectations and green check mark observed. What healthcare professional fired the device and what is his/her experience with the device? Attending surgeon experienced at using powered circular and manual circular ethicon staplers. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green check mark. Device went through full firing sequence with intact anastomoses and complete donuts once anvil was retrieved. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 4 half turns according to surgeon. Was a complete transection of the white breakaway washer visually confirmed? Unknown, anvil went to pathology with donut. Were the donuts inspected? Intact. Were there any issues noted with staple formation? Nothing described. Issue was not with firing sequence. Issue was with removal of device post fire. Force applied to remove device - anvil disconnected from stapler and fell into thoracic cavity. Surgeon had to convert from mis to open to retrieve anvil. Anastomosis was fine. No leaks noted. Rep was not in case. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/10/2022. D4: batch # 689a43. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and the anvil was not received. The washer was not present and there was no staples present. No battery was received. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved a complete firing stroke. Also, an anvil was installed onto the trocar several times with no issues. The device was reloaded with staples, a new washer was placed on the test anvil. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria.as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil.to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.